Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call indicating that patient was hosptilized due high blood glucose. Customer's blood glucose was unknown mg/dl. The customer's daughter mentioned that patient went to diabetic ketoacidosis, unable to confirm. The customer's daughter is going to try to find somewhere to take the insulin pump.